Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. Since the implantation of mesh, the patient has experienced erosion, shrinkage, and extrusion of the mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)